Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4). Analysis of the pump revealed no anomaly. Conclusion code 67 is applicable to the catheter devices only. Applied method and result codes are applicable to the pump device only.

Event description:
It was reported that volume discrepancies occurred. One volume discrepancy consisted of an expected reservoir volume (erv) was 2.8ml and an actual reservoir volume (arv) was 13.ml. Additional volumes were not provided. The patient experienced a decrease in pain relief from the pump and an increase in neck pain. As troubleshooting or interventions, the concentration of the intrathecal opioids was decreased and the pump was replaced. Per the managing healthcare provider (hcp), the cause of the discrepancies was unknown. However, per a different report source, the volume discrepancies appeared to be caused by an issue with the catheter, as the catheter was also replaced. The patient recovered without permanent impairment. The pump medication was dilaudid, but was recently changed to morphine. If additional information is received, a follow-up report will be sent.